Event description:
"Caller alleged discrepant accuracy results compared with an unknown meter. Results as follows:" date: (B)(6) 2012, inratio2: 1.0, poc meter: 2.0. Time elapsed between each method of testing is five minutes. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.